Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap lymphadenotomy, hysterectomy, adnexectomy event description: sterile item from tm scrub stock for evaluation normal applications and sealing during procedure. When closing the instrument a loud cracking was heard. Afterwards there was no resistance when the instrument was closed. The instrument did not open automatically anymore. Additional information received by applied medical rep via email on 20jun25: the rep brought the instrument to the or from his personal scrub stock. It did not lock. The loud cracking happened during normal use. Jaw still moves but there is no "grasping zone" anymore and does not open automatically anymore. No audible or visual damage prior to the incident. Approx. 50 times (lymphadectomy finished, adnexectomy on one side, hysterectomy started). There was no thick or tense tissue. There were some accidentally short activations because the surgeon was used to press the handle to open it with eb215 and did accidentally so with the new single step eb212. No lock, no tissue damage or bleeding. The blade lever was able to spring back into position/return to position automatically. Patient status: good intervention: instrument replaced with normal voyant maryland (eb215).